Event description:
Ordered (B)(4) case of item dt04-b-ma, received (B)(4)\, and need to return (B)(4) case because it is a safety hazard. The towels are not delinted and cannot be used in surgeries due to the lint in the towel.

Manufacturer narrative:
A user facility reported on 2/23/2023 that, "sr (B)(6) advised that the va account has ordered (B)(4) case of item dt04-b-ma, received (B)(4), and need to return (B)(4) case because it is a safety hazard. The towels are not delinted and cannot be used in surgeries due to the lint in the towel". The device has not yet been returned to the manufacturer. A supplier corrective action request (scar) will be requested from us medco inc. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once more information is available.

Manufacturer narrative:
The device was requested multiple times, but never returned to deroyal industries for testing. Deroyal industries reviewed failure modes and effects analysis (fmea) and to see if there were any corrective actions and preventive actions (capas) for this item. No issues were found with either of these reviews. A supplier corrective action request (scar) was requested from us medco inc. Us medco inc. Responded to the request stating that because there was no lot number given or no sample returned, they could not do an investigation or give any further information. Therefore, because with no lot number, no sample returned, and no completed scar, the root cause of the issue was unable to be determined. Deroyal will continue to monitor for trends for this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.